Event description:
Device 1 of 5: reference MFR. Report #: 1627487-2012-05392, reference MFR. Report #: 1627487-2012-05393, reference MFR. Report #: 1627487-2012-05394; reference MFR. Report #: 1627487-2012-05395. It was reported the pt allegedly had an infection. It was also reported the pt was experiencing pain and discomfort at the ipg site. On (B)(6) 2012, the ipg was relocated and two extensions (from the same lot) were explanted and replaced with a single extension. The pt is treating the infection with antibiotics. No further complications have been reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.